Event description:
It was reported that a motor not running error occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number 617147. Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found a counterfeit tamper seal on the pump, and a cracked right plunger case. A review of the event history log found motor not running in the history. Functional testing was performed using an occlusion test and the reported problem was duplicated. The cause of the reported problem was related to a combination of motor assembly, worm gear, leadscrew, and old, dirty and worn out clutch halves. The root cause was determined to be from normal wear. To resolve the problem, the motor assembly (stepper motor included), worm gear, leadscrew and clutch halves were replaced. No information has been provided to date.